Event description:
Lens cartridge monarch iii d cartridge cracked upon insertion of lens into patient's eye. Lens was noted to be damaged with a scratch once in a patient's eye. Lens was removed and replaced.